Event description:
Follow-up information was received on 10-oct-2017: the patient's concomitant medication included oral collagen treatment in the last summer of 2016 that was stopped. The reporter informed that there were no open wound lesions, but there were a lot of lumps in the skin, big as a "marble", on both sides of the face, causing a little deformity and a bad appearance. The physician was not sure about the final diagnosis; however, she described that the patient had lumps in the skin, with a density similar to muscle, of which some were superficial and others deeper, and a skin reaction against a foreign body defined as "granuloma". There was no test or confirmation of the granuloma. Corrective treatment included infiltrating the patient with saline 50% and with scandinibsa®, in the external area of the superficial skin lumps, on several occasions: on (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. Reportedly, the infiltration in the lesions was performed to prevent a permanent damage. In (B)(6) 2017, two weeks prior to this report, the physician also applied radio frequency. As reported, the patient received no other corrective treatments. In (B)(6) 2017, two weeks prior to this report and after an infiltration, some lumps had disappeared (the physician described it as they were dissolved), after a mild massage in the area affected, done directly on the lump. The physician reported this fact was incomprehensible for her, because she and her colleagues whom she asked about it, have never had an experience like this. She also did not know if the lumps were able to reappear after a while. At the time of this report, the patient had only 2 deep lesions on the left side of the face, she was stable and "happy". As reported, now there was no sign of depression or mental health impairment, and there was not any suicidal intention. The patient was not hospitalized/admitted, not seen by another specialist for a consultation and she did not receive pharmacological treatment in order to treat the depression. Due to the provided information, the outcome of the event "granuloma/ lumps under the skin", was reported as resolving and the event "depression" was considered as resolved in 2017. In the opinion of the reporter, the events were of mild intensity and the situation was not severe anymore. Follow-up information was received on 26-oct-2017: the physician confirmed that the patient recovered. The outcome of the event "granuloma/ lumps under the skin" was changed from resolving to resolved in 2017.

Manufacturer narrative:
The device history record for radiesse injectable implant lot number 100097003 was reviewed. No nonconformances were discovered that would have contributed to this event. A lot search was conducted on the reported lot and no similar complaints were noted.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient. She was treated with radiesse® for aesthetic purposes. After the treatment with radiesse®, the patient experienced reportedly granulomas. Biopsy was not performed. The physician did not report a clear diagnosis and was not sure if the patient experienced granulomas. The outcome of the event was reported as resolving. In the opinion of the reporter, the event was not life-threatening. Follow-up information was received on 14-sep-2017: the event "granulomas" was changed to "non-inflammatory bulging lesions of different sizes". (B)(6). The patient was (B)(6)-years-old (ambiguously reported as (B)(6)-year-old) at the time of the event. She was injected dermally with a total of 1.5 ml (ambiguously reported as 1.75 ml) of radiesse®, into the anteroauricular area (between the zygomatic arc and the mandibular arc), for aesthetic purposes, on (B)(6) 2017. The patient was injected with 0.75 ml, into 3 injection points on the right side and 0.75 ml, into the left side (as reported). The batch number was reported as 100097003 and catalogue number was reported as 8071m5k1. Radiesse® was used diluted in scandinibsa ® (mepivacaine hydrochloride / epinephrine tartrate), 0.8 ml. The patient was previously treated with hyaluronic acid in 2012, 2013, 2014, 2015, and radiesse®, diluted to 0.8, with lidocaine, on (B)(6) 2017. The patient was injected into the cheeks. On (B)(6) 2017, the patient experienced non-inflammatory bulging lesions of different sizes, localized in the cheek (anteroauricular area), which was perhaps a reaction to a foreign body. Corrective treatment included an intra lesional infiltration of a solution, 50% serum / 50% lidocaine, on (B)(6) 2017. Antibiotics were not prescribed. The reporter assessed the intensity of the adverse reaction "non-inflammatory bulging lesions of different sizes" as high (considered severe). In the opinion of reporter, the event "non-inflammatory bulging lesions of different sizes" was not life-threatening but related to radiesse®. Follow-up information was received on 20-sep-2017: the case was upgraded to serious. The event "non-inflammatory bulging lesions of different sizes" was changed to "granuloma/ lumps under the skin", the event "skin lesions" was omitted, and the event "depression" was added. The physician confirmed that the patient received corrective treatment with an intra lesional infiltration of a solution, 50% lidocaine/ 50% scandinibsa ® (mepivacaine hydrochloride / epinephrine tartrate). Reportedly, the physician changed her assessment on seriousness. In her opinion the case became serious as the patient's mental health was affected. She maintained her serious assessment due to severe depression, anxiety and stress of the situation. Reportedly, the patient had a lot of granulomas in one side of her face and the outcome was far away from recovered. Consequently, the outcome of the event was changed from resolving to not resolved. It was confirmed that the patient was not hospitalized, and it was unknown whether the patient received corrective treatment for the depression. The granuloma was not histologically confirmed and the further specified open wounded lesions were now assessed as lumps under the skin.